Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was break. The customer¿s blood glucose level was 482 mg/dl at the time of incident. The customer¿s current blood glucose value was 323 mg/dl. The customer treated high blood glucose with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because customer¿s blood glucose not going down. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. The insulin pump will not be returned for analysis.